Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a motor rate error. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair with complaint of motor rate error. No service history in last 12 months. Reported problem with motor rate error was verified and duplicated by motor drive test. Probable cause was the worm coupling was worn out. Replaced worm coupling, worm gear and position pot.